Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and found the reader camera not working. The fe replaced the reader camera and performed all required adjustments. The fe also replaced the waste bottle connectors. The customer ran and accepted controls. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The customer reports that the provue posted a 4+ positive result when the abd/reverse gel card image and the actual gel card appear to have a mixed field result. No erroneous results were reported.